Event description:
During the implantation procedure, the stylet penetrated the wall fo the distal coil on this lead. The lead was not implanted; a new st. Jude lead was implanted.

Manufacturer narrative:
November 30, 2010. The analysis on this device is pending.

Manufacturer narrative:
(B)(4) 2010. The analysis on this device is pending. (B)(4) 2011.

Event description:
During the implantation procedure, the stylet penetrated the wall fo the distal coil on this lead. The lead was not implanted; a new st. Jude lead was implanted.